Manufacturer narrative:
Date of event: (B)(6) 2021, date of report: 10feb2021.

Event description:
The customer reported error alarm (light emitting diode) led failed. There was no patient involvement.

Manufacturer narrative:
The device was evaluated by the customer and philips field service engineer (fse) who confirmed the reported issue. As a result of the evaluation, the fse replaced the power management printed circuit board assembly. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Based on the information provided and subsequent failure investigation the customer alleged malfunction was confirmed. Based on the part received failure investigation confirmed the reported failure of alarm light emitting diode (led) failure, the received power management (pm) printed circuit board assembly (pcba) was found with ferrite bead in reference designation 4 pins 1 and pin 2 shorted created the alarm led failure.